Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for undefined high rv coil impedance. Additionally, the rv coil impedance was variable during in office testing and exhibited occasional oversensing and artifact. The rv lead remains in use. No patient complications have been reported as a result of this event.